Event description:
It was reported that the suction line on tracheostomy tube was coming out of the package kinked at the flange; and suction line must be manipulated to remove secretions. This seemed to be a packaging problem. No patient injury was reported.

Manufacturer narrative:
(UDI) is unknown; no additional information was provided. This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. No sample was returned; therefore, the investigation of the complaint was limited. A similar complaint was raised by the same customer; therefore, the investigation outcome for that case was also used for this investigation. This issue (kinked suction line) occurred as combination of over tightening of suction line around tracheostomy tube during coiling process which is done prior packaging and by holding of suction line in this position by blister itself for a longer time period. Due to material memory and those conditions permanent reduction of suction line internal diameter occurred. The root cause was deemed to be manufacturing-related. Action(s) taken to mitigate the reported issue(s): implementation of new packaging solution.